Manufacturer narrative:
The investigation for the reported pump stop has been completed. The device nor data logs were returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the pump stop was user-related due to improper technique of starting the pump while the guidewire was still in place. D4-correct model number.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, evaluation of the device was not possible. Upon conclusion of the investigation, a supplemental report will be submitted with a summary of the results.

Event description:
The user facility reported a 47-year-old male patient presenting for acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circularoty support. Following implant, the impella cp pump was started with the guidewire still in place. The pump stopped and was subsequently replaced. There was no patient harm.